Manufacturer narrative:
(B)(4). Vyaire medical field service went onsite unable to duplicate the reported issue. Performed internal battery test the unit run for whole hour with no issue. Performed ovp (operators verification procedure) according to vyaire service procedures. The unit passed all tests performed and is within manufacturer specifications. Unit is ready for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault. As of this time, there is no information about patient involvement associated with this reported event.